Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had audio anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was stuck on loud and he did not hear the difference between two audio beep volumes that is 1 and 5. The customer was assisted in troubleshooting. The customer was advised to revert to back up plan and to put the insulin pump into storage mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in pump history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed.(B)(4).